Event description:
During the interrogation following the implant, any pacing and sensing manual test results weren't displayed on the printout.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.